Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms and increased threshold measurements. A revision procedure was performed and the lead was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.